Event description:
The device was received with no information.

Manufacturer narrative:
(B)(4). Damaged firing trigger teeth. The analysis results found that the device was received with the firing and clamping mechanisms damaged and with no cartridge reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the triggers post and firing trigger teeth were found broken. While no conclusion could be reached as to what caused the found condition of the device, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.